Event description:
Customer reports drawer on the pyxis anesthesia system failed due to item obstruction. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: customer removed physical item from behind drawer through use of back panel keys.